Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). A follow up will be conducted to provide the legal plaintiff information for the initial reporter once the details are provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records patient was revised to addressed post resection of right total hip arthroplasty with prostalac total hip arthroplasty for treatment of infection. Operative notes indicated bone loss, extensive scar adhering the multiple layers. Doi: (B)(6) 2012. Dor: (B)(6) 2012; right hip. See (B)(4) for 1st revision.